Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and posterior annulus calcification. It was noted imaging was difficult throughout the procedure. An ntw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A chordal rupture occurred as a small chord was observed to be coming up into the left atrium (la). It was suspected the slda was due to the clip becoming caught in the chordae while grasping. To stabilize the slda, an additional clip was attempted to be deployed. However, the clip was unable to be implanted, and mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) resulting in reported slda associated with the clip detaching from the posterior leaflet cannot be determined. Image resolution poor is related to procedural condition as difficulty with visualization was reported during the procedure. Mitral valve insufficiency / regurgitation (mr) and unspecified tissue injury appear to be due to the slda. Mitral regurgitation and tissue damage/injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.